Event description:
It was reported by the affiliate that when the device was used during a video assisted thoracic surgery, the device cut, but did not staple. Another device was used to complete the case. There was no consequence to the patient.